Event description:
It was reported that the system monitor would not boot despite the green status light being on. Repair was requested.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the evaluation of the system monitor confirmed the reported event of the unit not booting up. The memory module printed circuit board (pcb) assembly had dislodged from its socket. Reseated and secured memory module. The system monitor was repaired and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 18dec2009. The system monitor shipped on 30dec2009. The unit was manufactured on 10dec2009. Heartmate ii power module instructions for use revision b states if the screen does not appear contact thoratec's technical service department. No further information was provided. The manufacturer is closing the file on this event.